Event description:
The hcp reported during an implant the part of the carrier that is inserted into the tunneling rod started to stretch as the lead was being pulled back. The hcp believes the carrier gets caught on pt anatomy which causes stretching. A second carrier was used and there was no adverse event to the pt. The device was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results reveal - dual carrier is stretched.